Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent an unspecified surgery. During surgery, the tip of the driver broke. The product came in contact with the patient. No fragments were left inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual, dimensional and hardness test was performed on the returned device. Visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.